Manufacturer narrative:
(B)(4). The set has been received and the eval is pending. A follow up report will be submitted with failure investigation results once the eval is completed.

Event description:
Biomed reported a leaking set. The IV fluid was d51/2 to run at 223ml/hr. Biomed did some testing and stated "discovered separation at the top blue tip that caused a leak in the set". There was no pt harm or medical intervention. The customer stated that no further pt or event info is available.